Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was stuck and the haptic broke in a preloaded device during the implantation of the lens. The lens was removed during the initial procedure. The surgeon had to make a new incision to implant the second lens due to the patient experienced iris prolapse. The surgery was completed. The patient was also diagnosed with corneal edema. Additional information has been requested.